Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the pt sustained colon perforation. The user reported that during the procedure, the user could not get a complete endoscopic field of view during the polypectomy for unk reasons, and the pt's colon made a peristaltic movement. When the user activated the subject snare, the pt complained of pain; and pt's pain reportedly did not subside following the procedure. An x-ray was performed on the pt, and it was confirmed that the pt's colon was perforated. The user immediately performed open surgery on the pt to treat the perforation. The pt was kept in the hospital for an unspecified number of days.

Manufacturer narrative:
Olympus medical systems corporation (omsc) followed up with the user facility to obtain add'l info regarding the report, and was informed that as of (B)(6) 2011 the pt was still in the hospital. Omsc also learned that the subject device was a single use device, but the user had utilized the subject device on three different procedures, and were aware that the subject device is a single use device. The subject device was returned to omsc for eval. The eval confirmed black discoloration and unraveling at the end of the snare loop which may have caused or contributed to the reported event. Further, user handling could not be ruled out as a contributory factor to the reported event. The device instructions for use warn users "do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. Insertion w/o clear endoscopic field of view could cause pt injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument." This report is being submitted as a medical device report in an abundance of caution.